Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device did not detect pacing trigger points. The external pulse generator (epg) was returned to the manufacturer for maintenance. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the device passed all incoming tests and the device was functionally ok. The reported event could not be duplicated. It was noted that the frame for the display was defective (screw thread was damaged).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.